Event description:
It was reported that the shock lead impedance measurements of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was 126 ohms, which was out-of-range. Technical services (ts) discussed troubleshooting with health care professional (hcp) including device reprogramming and commanded shock test. No adverse patient effects were reported. Currently, this crt-d remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock lead impedance measurements of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was 126 ohms, which was out-of-range. Technical services (ts) discussed troubleshooting with health care professional (hcp) including device reprogramming and commanded shock test. No adverse patient effects were reported. Currently, this crt-d remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead was 126 ohms, which was out-of-range. Technical services (ts) discussed troubleshooting with health care professional (hcp) including device reprogramming and commanded shock test. Recently, the patient passed away and the cardiac resynchronization therapy defibrillator (crt-d) and a portion of the lead were explanted post-mortem. Both products were received for analysis.